Manufacturer narrative:
Serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported events of no external power alarms and the driveline being disconnected was confirmed via analysis of the submitted log files. The log files contained approximately 26 days of relevant data combined ((B)(6) 2018, (B)(6) 2001, (B)(6) 2018, (B)(6) 2020 and (B)(6) 2023 per the timestamp). The log file captured no external power alarms on (B)(6) 2023 at 17:00:29 and (B)(6) 2023 at 4:20:17 due to both power cables being disconnected from external power at the same time; the alarm was resolved when the controller was reconnected to external power each time. The driveline was also captured to be disconnected on (B)(6) 2023 at 16:53:48, resulting in a pump stop; the log file captured that the driveline was reconnected at 16:54:20 and that the pump restarted operation shortly after. The system controller backup battery supplied power to the system and pump operation was not interrupted during the losses of external power. The log files captured the pump operating at the set speed while the driveline was connected. Multiple requests for additional information were made to determine the cause of the driveline being disconnected; however, no response was received. The heartmate ii system controller was not returned for evaluation. The root cause of the no external power alarms was determined to be a user error in which both power cables were disconnected from external power at the same time. The root cause of the driveline being disconnected could not be conclusively determined through this analysis. Device history records of the heartmate ii system controller could not be reviewed as the serial number is unknown. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate ii lvas. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate ii instructions for use section 2 entitled ¿system operations¿ and heartmate ii patient handbook section 2 entitled ¿how your heart pump works¿ addresses how to properly exchange the system controllers. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was in the hospital and log files were submitted to evaluate for any abnormalities. Log file review found a transient driveline disconnect alarm on (B)(6) 2023. Related manufacturer's report: 2916596-2023-01463.